Manufacturer narrative:
It was reported that the feeding syringe plunger was "very stiff." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A sample was returned for evaluation and testing identified that 8.32 lbs of force was required to pull the syringe initially. This is greater than the maximum acceptable force. The reported problem/issue was confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the feeding syringe plunger was "very stiff."